Event description:
A surgeon reported that a patient experienced posterior capsule rupture and dislocation of lens fragments into the posterior segment. The patient's intraocular pressure (iop) was treated medically, and on (B)(6) 2009 (B)(6) vitrectomy was performed. The patient's condition is reported as resolved with the above treatments. There was a misunderstanding on how the product should have been used and this was the possible contributory cause of the reported event. This misunderstanding has been resolved and no further problems have occurred. No additional information is expected. This is the third of three similar reports from this reporter.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).